Manufacturer narrative:
Device manufacturer address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp soln set leaked. The event was further described as small drops of lipids/liquid coming out of the tubing. This issue was identified during priming. It was stated that a new tubing was used and no leak was noted. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.